Manufacturer narrative:
The device was repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.